Event description:
During routine testing of the device, the field service rep reported the heart lung console would not switch to back up battery power. The rep unplugged the heart lung console and the battery indicator was red, indicating the batteries were dead. The computer activity system logs were returned for analysis. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.